Event description:
During pulse generator change-out, the right ventricular lead got stuck in the header. A bone saw was used to cut away the header, exposing the tip of the lead. The lead was then pushed and pulled out without damage to the lead. Notes from the operative report: "the old device was explanted. The leads were inspected and noted to be intact. The ra and lv leads were detached without difficulty. The rv df4 dual coil lead would not withdraw from the header with manual traction. The screw was removed and again the lead was stuck. Sterile mineral oil was applied and the lead would not move. Therefore, an orthopedic bone saw was used to remove the back portion of the header and then with a pushing motion from the back end of the lead pin and simultaneous pulling from the front, the lead slid out without difficulty. The lead was intact and tested with alligator clips and with the new pulse generator without abnormality. The pocket was irrigated with copious amounts of antibiotic containing solution."...there were no complications.